Manufacturer narrative:
(B)(4). Batch # n90n2a. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 8 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired two clips outside the patient, and the device fired formed clips. The device was fired on the cystic artery and the clips did not close all the way and some clips were coming off the vessel. The clips did not form completely and did not occlude the vessel. Another device of the same product code was used to complete the procedure. There were no adverse consequences for the patient.